Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infed infusion was programmed to infuse for one (1) hour. After forty-five (45) minutes, the clinician found that the bag was still more than halfway full. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex c, d, g codes and manufacturer narrative. Note that this report lists imdrf annex c23, d02, g04067 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the infed infusion was programmed to infuse for one (1) hour. After forty-five (45) minutes, the clinician found that the bag was still more than halfway full. There was patient involvement but no harm.

Event description:
It was reported that the infed infusion was programmed to infuse for one (1) hour. After forty-five (45) minutes, the clinician found that the bag was still more than halfway full. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes , remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an under infusion was not confirmed through log review or reproduced during laboratory testing. ¿ laboratory testing showed the pump module was delivering fluids within specification. ¿ review of the pcu event log, the date of 14 august 2024 was noted as the last programmed infusion. ¿ the suspect pump module was selected on 14 august 2024 at 1:54:21 pm, the pcu event log showed the pcu, and the suspect pump module were powered on and was assigned channel a. The user selected ¿no¿ to ¿new patient.¿ the profile in use was identified as ¿heme onc¿. O between 1:55:31 pm and 2:06:28 pm an infusion was programmed for 8 minutes drugid319= irondextran (infed) dose=25mg concentration=0.5mg/ml rate 202ml/h and vtbi=30 ml. The pump module was selected again and was updated the volume to be infused (vtbi) to 30ml to start the infusion. Ten (10) minutes later the channel was powered off. O at 3:56:20 pm and programmed for guardrails drug (primary infusion) for drugid 318 (irondextran = infed) to infuse at drug amount of 975 mg, diluent volume of 269 ml, concentration of 3.625 mg/ml, a rate of 270 ml/hr and a vtbi of 249 ml with an expected infusion duration of 55 min. O between 3:58:27 pm and 4:29:03 pm the user changed the vtbi two (2) times to 138 ml and start an expected infusion of 30 min. O at 4:47:12 pm the suspect pump module was channeled off and pcu powered off. O total volume infused of infed was recorded as = 255.219 ml ¿ the setup of the system and the medication bag at the time of the reported event could not be confirmed. ¿ review of the pcu error log showed no errors were recorded on the reported event date. ¿ inspection and laboratory testing of the event administration set could not be performed because the set was not returned for investigation. ¿ under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. ¿ it should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported under infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, g04037, g02017, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.